Event description:
It was reported the bronchovideoscope had a flickering image. The malfunction occurred during a therapeutic procedure. There were no reports of patient harm and the procedure was able to be completed with the same device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.